Event description:
It was reported that the insulin pump was alarming an error. The customer's blood glucose was 106 mg/dl. The customer stated that they were unable to clear the alarm and after performing troubleshooting the display did not return. The caller stated that the screen of the insulin pump was frozen and was still showing a display after the battery was removed. The caller stated that there was no response from any buttons. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.